Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6) 2024.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: (B)(4)of lot c2028143 of echo-hd-3-20-c was returned to cirl opened in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on (B)(6) 2023. Visual inspection: stylet returned separately from the device, proximal kink observed below the sheath extender, needle removed from device and proximal break observed, lab re-evaluation: (B)(6) 2023. Visual inspection: main section of broken needle returned measuring approx. 53.3cm in length. Break observed to be at same location of proximal kink beneath the sheath extender distal end of needle examined and no issues observed. (Ipe0402 of ruler) functional inspection: n/a. Functional inspection: sheath extender able to advance and retract without issue, needle handle able to advance and retract without issue but needle does not move. Manufacturing records: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-3-20-c device of lot number c2028143 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the echo-hd-3-20-c device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2028143. Instructions for use and label: the notes section of the instructions for use (ifu0077), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" . There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0077). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the device being used in a flexed/twisted position as indicated by q.27 of the additional information during the procedure potentially causing the needle to weaken and subsequently break following the first 3 successful passes. . Another possible root cause is that a combination of the target site being difficult to access and puncture led to excessive force being applied by the user causing the needle to break at the proximal end. The proximal kink below the sheath extender would be a cascading effect of the needle break and this was reinforced by the lab-revaluation where the break and proximal kink were observed at the same location. As the break and kink failures occurred below the extended mlla these do not fall within the scope of CAPA pr 217973 and do not require notification for assessment. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, the needle separated from sheet. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to the device being used in a flexed/twisted position as indicated by q.27 of the additional information during the procedure potentially causing the needle to weaken and subsequently break following the first 3 successful passes. . Another possible root cause is that a combination of the target site being difficult to access and puncture led to excessive force being applied by the user causing the needle to break at the proximal end. The proximal kink below the sheath extender would be a cascading effect of the needle break and this was reinforced by the lab-revaluation where the break and proximal kink were observed at the same location. As the break and kink failures occurred below the extended mlla these do not fall within the scope of the CAPA and do not require notification for assessment.

Event description:
The needle separated from sheet. "As per cc form": the needle detached from the sheath ,during the puncture a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence 1. Are images of the device or procedure available? No 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, handle end, patient end 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No 5. If the device is a procore needle, is the device damage located at the notch / core trap? No if no, please specify where the damage is located: _____________________ 6. Was gaining access to the target site difficult? Yes 7. Was the device used in a tortuous position? No 8. Was puncture of the target site difficult? Yes 9. Please describe the anatomical location of the intended target site pancreas a. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. 10. Please describe the size of the intended target site. 15mm 11. If not with the device in question, how was the procedure performed and/or finished? 12. Was the device damaged in packaging prior to removal? No 13. Was the device damaged on removal from packaging? No 14. Was force required to remove the device? Yes 15. Did the patient require any additional procedures as a result of this event? No 16. What intervention (if any) was required? 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No 19. If yes, please specify what was observed and where on the device it was observed. 20. What is the scope manufacturer and model number that was used? Pentax eg-3870 utk 21. Was resistance felt while inserting the device through the scope? No 22. Was the scope recently serviced / repaired? No 23. When was the issued with the product noted? Needle or on needle retraction 24. Was the syringe used during the procedure, after the stylet was removed? No 25. Was difficulty experienced while retracting the needle? Yes 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? No 27. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes, 28. Was the stylet partially removed when advancing the needle into the target site? No 29. How many samples were obtained (passes completed) with this needle? Three 30. Did any section of the device detach inside the patient?no if yes, please specify: 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, yes, no 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a, yes, no 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, yes, no 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea?

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.